Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Examination of the returned product evaluation determined the customer owned cutters were not returned with the device; functional evaluation was completed with qa cutter. It was determined the returned ratchet does fit as intended. The serial plate and sample graft were observed and acceptable. The device calibration test failed; however, this is an unrelated issue. The reported event could not be replicated as the carrier and graft fed through the device as intended. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It has been reported that the carrier would not feed through the mesh. There was a surgical delay of 15 minutes while patient was under anesthesia, but no harm. No adverse events were reported as a result of this malfunction.